Event description:
The customer received analyzer alarms and questionable ion selective electrode (ise) results for multiple patient samples. The specific number of patient samples involved was not provided, but the customer said that 18 patient reports have had to be corrected recently. Of the data provided for two patient samples, only the sodium results for one patient were discrepant. The initial result was 127 mmol/l and the repeat result was 136 mmol/l. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The customer changed the electrodes, primed and replaced the reagents, and performed ise checks. The customer performed a precision test which failed. The field service representative found there had been potentially contaminated reagents and defective electrodes that were replaced by the customer. He replaced the sample probe and the customer completed ise checks, calibration, and qc with no errors. The customer then repeated the precision testing and it was acceptable. Further investigation of the provided results and the analyzer alarms suggested a sample integrity issue. The corrective actions taken by the field service representative appeared to have resolved the issue.